Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device displayed a blank screen and illuminated its service led. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The replaced a05 user interface pcb was returned to the product assessment center (pac) technician for further investigation. The root cause of the reported issue was determined to be cracked, shorted capacitor c181 on the a05 ui pcb, component 3319831-000.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device displayed a blank screen and illuminated its service led. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The user interface pcb was replaced to solve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.